Event description:
According to the reporter, during an aortic valve and proximal aortic replacement, the needle bent. In order to resolve the issue, more than 1-3 sutures was used to complete the anastomosis. All were defective. The procedure extended for more than 30 minutes. The patient has been longer connected to the lung-hearth machine (cec). The surgeon needed more time to perform the procedure due to the needle problem. Little tissue resection along the previous anastomotic line. No patient injury.